Event description:
Pt reported experiencing elevated blood glucose (values not provided), while delayed, in an airport, for 10 hours. Because pt could find no healthy food to consume, pt drank only water during this time. Pt believes the device to be the cause of elevated blood glucose. No error messages were generated by the device. Pt self-treated by removing the device, and delivering insulin by injection.